Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a dissection of the right iliac artery occurred when the delivery catheter system (dcs) was inserted. A non-medtronic stent was implanted after implanting the valve. No additional adverse patient effects were reported.